Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis event. The treatment for the peritonitis event was not reported. At the time of this report, the patient was recovering from the peritonitis event. The pd therapy was ongoing. No additional information was available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with automated peritoneal dialysis, (previously reported as medically unconfirmed cause). The cause of the peritonitis was touch contamination further described as the patient was growing out her fingernails and may not have cleaned them thoroughly before performing therapy. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with a loading dose of vancomycin (1.5grams, route not reported) and ceftaz (1 gram, route not reported) for peritonitis. Treatment with vancomycin was continued at 1 gram every 4 days (route,duration not reported). The patient was retrained in proper aseptic technique and recovered from the event of peritonitis. The cause of this peritonitis was use error reported to be due to a break in aseptic technique caused by the patient. The previously reported unknown transfer set is no longer a suspect product for this event. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.